Event description:
The customer stated that she tested her blood glucose and received readings in the 80's and 90's (mg/dl) using her contour meter. Sometime later, she passed out and paramedics were called. Paramedics tested the customer's glucose adn received a reading in the 30's (mg/dl). The customer was taken to the hospital. She did not mention treatment or provide any more information about the event, but most likely she was treated with glucose. Troubleshooting was not possible because the customer did not have any test strips left. The customer's meter was returned for evaluation. A replacement meter was sent to the customer.